Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during esophagectomy, for the first firing of gastric tube construction, the device was set and opening and closing were checked with no problem. Then, the surgeon tried to use the device, however, the jaws could not close properly. The cartridge was checked and noted that it was pre-fired. The procedure was completed with another device. The surgical time was extended by less than 30 minutes. There was no patient injury.